Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones due to the left ventricular (lv) lead pacing impedances were high and out of range (oor) measuring, greater than 2000 ohms. Boston scientific technical services (ts) recommended increasing the upper limit oor alert and programming off beep when oor. This crt-d system remains in service. No adverse patient effects were reported.